Event description:
It was reported that the user accidentally removed the libre 3+ cgm sensor prior to a shower, which resulted in loss of cgm data and the ilet prompting to connect cgm or enter blood glucose; the user subsequently performed a fingerstick of 287 mg/dl and entered the value into the ilet, after which the ilet delivered correction doses. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention beyond user-directed correction dosing, no alerts or alarms, and no hospitalization. Investigation included technical support troubleshooting and education, along with a transfer to the cgm manufacturer for sensor replacement. Investigation of this case revealed user handling error leading to premature sensor removal and temporary interruption of automated dosing from missing cgm input. It was concluded that the event was related to use error with the external cgm sensor rather than a malfunction of the ilet, and that the ilet functioned as designed by accepting a manual blood glucose entry and delivering correction doses.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.